Event description:
It was reported that a mobile power unit (mpu) was received from (B)(6) hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the mobile power unit (mpu) was returned for evaluation for an unknown reason. The returned mpu was evaluated by service depot. The returned mpu was functionally tested and found to operate as intended without any issues. The mpu was connected to a test system controller and a mock circulatory loop for several days without any issues or atypical alarms produced. The service and tested unit was returned to the customer site after passing all tests per procedure. Multiple attempts were made to determine why the mpu was returned for analysis and if the device was operating as intended; however, the account was unable to provide the requested information. No issues were identified during testing of the returned mpu. The reason for the mpu being returned could not be correlated to an issue with the returned unit. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 22may2023. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.